Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose level of approximately 200 mg/dl. Reportedly, the customer ¿passed out¿ and fell. Bruising was sustained from the customer falling. The customer was treated with intravenous saline, insulin, and pain medication. The customer was released from the ER a ¿few hours¿ later with no permanent damage. The cause of the reported issue was unknown. There was no pump or supply issues identified during troubleshooting with tandem technical support.